Event description:
The customer reported that, the ECG waveform displayed with a delay of about 10 seconds. The device was in clinical use at the time the reported issue was discovered. There was no reported patient impact / injury.